Event description:
Adverse event(s): interrupted procedure; flap exposure. Malfunction: laptop display issue. A user facility reported that after completing surgery on the patient's right eye, they were preparing to start surgery on the left eye (flap lifted) and the notebook software showed that the surgery was not progressing to 100% even though the laser was not firing. The site was not able to reload the surgery, but they were able to reenter and complete the procedure for the left eye. The patient's outcome was not affected.

Manufacturer narrative:
Determination of root cause -- assessment: a review for 3 months prior to the reported date showed no previous events of this type for this system. The system operator indicated that the laser foot pedal was inadvertently pressed before the center test pedal. This incorrect sequence prompted the laptop progress bar to advance, even though the laser ablation had not been initiated. The lcd screen was correctly showing that the treatment had not started. The territory manager successfully completed system verification to specifications. Conclusion: the root cause of this event was user error, specifically, the physician pressing the pedals in incorrect sequence and the site operator not understanding that the laptop display does not indicate the correct progress during surgery. Only the laser lcd shows the true status of the procedure. (B) (4)